Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level was 214 mg/dl. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.